Event description:
Tip of swab broke off in pt's nose; tip removed by ent doctor.

Manufacturer narrative:
Batch records for lot and retention samples examined. No anomalies were noted. Microscopic and photographic eval of the returned device indicated manipulation of the shaft. The manipulation contributed to the reported event. This claim is recorded and the appropriate individuals are notified. This is the first such report from approx 20 million applicators distributed over 1.75 years.